Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 12/9/19. Section h3: device returned to manufacturer: yes. Device evaluation: a visual inspection with the unaided eye revealed the lens was cut in half with traces of blood residue, most probably due to explant. Based on the condition of the lens, further analysis is not possible. The complaint event cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing positive dysphotopsia. Through follow up, it was learned that 1-day post-operative (op), the patient complained of fluttering in peripheral vision. 2 weeks post-op, the patient complained of seeing flashing light. Unaided visual acuity was 20/25. The patient was sent for a second opinion and decided to proceed with an iol exchange. The iol was explanted and an incision enlargement was required, however, there were no other complications. The surgery was completed using a non-johnson & johnson replacement lens. The patient was given advil to relieve pain post-op. Unaided visual acuity was 20/200. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.